Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the reservoir had leak from bottom. Customer¿s blood glucose was 396 mg/dl at the time of incident. The customer's current blood glucose is 308 mg/dl. The customer was assisted with troubleshooting. Customer's wife reported that the fluid was present in the reservoir compartment. The customer's wife was also reported that the leak was occurring from reservoir barrel. The reservoir will be returned for analysis.